Event description:
It was reported that the ht70 ventilator had a coin battery failure. There was no patient involvement reported at the time of event.

Manufacturer narrative:
Product analysis: a coin cell battery was returned to covidien/ medtronic¿s product analysis. The coin cell battery voltage was tested and an investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to the coin battery. If information is provided in the future, a supplemental report will be issued.